Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of each incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All parameters demonstrated clinically acceptable performance for all visual observations evaluated. The product performance was as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: the laboratory finds discrepancies in the calcium values. Calcium values change after a change of instrument: abbott architec to abbott alinity but also after a change of sst ii advance 3.5 ml and 5 ml tube to a sst ii advance 8.5 ml tube, the values do not seem to be correct and identical for the same patient.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1096830. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-04-06. Medical device lot #: 1085065. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-03-26. Medical device lot #: 1069988. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-03-10. Medical device lot #: 1054714. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-02-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: the laboratory finds discrepancies in the calcium values. Calcium values change after a change of instrument: abbott architec to abbott alinity but also after a change of sst ii advance 3.5 ml and 5 ml tube to a sst ii advance 8.5 ml tube, the values do not seem to be correct and identical for the same patient.